Event description:
Event description cpi received information that this implantable pulse generator (ipg) is exhibiting premature battery depletion. The magnet rate is 83. The ipg was explanted. Implant date-05/30/96 explant date- 8/27/96 total implant time-3months